Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had been getting a message on the handset that said ¿all clinical data has been lost.¿ the patient reported that they had had a rhizotomy (not alleged to be related to the device/therapy,) on (B)(6) 2020. The patient stated that they had turned stimulation off prior to the procedure and they saw the message when they tried to turn the stimulation back on. The patient was redirected to their health care professional (hcp) to further address the issue. The patient noted that they had an appointment on (B)(6) 2020 and that a manufacturer representative (rep) would be there. No further complications were reported at this time.